Event description:
Boston scientific received information that during the implant procedure it was difficult to position this lead into the heart. Low sensing was noted and out of range pacing impedances were revealed after the lead was positioned into the heart for the second time. The lead was removed and a small kink was noted in the middle segment of the lead. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The ez connector tool was returned on the lead and was seated properly. Visual inspection noted that the lead had bunched inner insulation in a few places, which could have appeared as a kink alleged in the field. The lead underwent and passed electrical testing. Laboratory analysis could not confirm the sensing or impedance issues.